Manufacturer narrative:
This report is submitted (B)(6) 2016, by (B)(4).

Event description:
Per the clinic, the patient experienced an infection at the implant site. Treatment with oral and topical antibiotics was unsuccessful. Subsequently, the patient underwent a procedure to debride the skin at the abutment site; however, the issue could not be resolved, resulting in device non-use. The implanted device remains insitu.

Manufacturer narrative:
Per the clinic, the patient was placed under general anaesthesia and underwent skin revision on (B)(6) 2016 during an abutment removal. (B)(4).